Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
Correction: h6 device code should be corrected to (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14667, 2017865-2020-14668. It was reported that the implantable cardioverter-defibrillator had migrated and was eroding through the skin. The leads and device were explanted because of an infection. The patient was stable pre, during, and post procedure.